Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. These two events are reported in manufacturer report # 3005099803-2011-02443 and 3005099803-2011-02444. It was reported to boston scientific corporation that three jagwire guidewires were attempted to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, while introducting the first jagwire into scope, the physician noticed that the tip was peeling. The physician reported that no part of the guidewire detached. The physician withdrew the guidewire and inserted a second jagwire. The physician noted the tip was peeling on the second jagwire as well. Again it was confirmed that no part of the second jagwire detached. The second jagwire was removed and a third jagwire was used to complete the procedure. There were no patient complications and the patient's condition was reported to be "stable." It was also reported that there was no resistance removing the guidewires from their packaging. On (B)(6) 2011, investigation results revealed that the tip had detached, making this a reportable event.

Manufacturer narrative:
Although the exact age is unknown, the patient is over 18. A visual examination of the returned device revealed that part of the pebax on the distal tip had detached, exposing the tip of the core wire. The ptfe jacket showed no evidence of being damaged and there was no damage found to the corewire. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. The device was slightly scrapped at the distal tip section and remnants of adhesive were found indicating that the poly was properly attached to the corewire. It is possible that unstated procedure and possibly clinical factors may have contributed to the distal tip peeling, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Additionally the remnants of adhesive found indicate that the poly tip was properly attached to the corewire. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.